Event description:
Additional information reported symptoms resolved.

Event description:
Healthcare professional reported injecting a patient with 3ml of juvéderm® volux¿, 1ml of juvéderm® volift®, and 2ml of juvéderm® voluma® in unspecified areas of the face. Two months later, the patient began experiencing general inflammation in the face. Upon performing clinic history, a non-treated pharynx infection was discovered, this event is not related to the device. The patient was prescribed amoxicilline (750mg x 7days) upon which complete remission occurred. Approximately one month later, the experienced general face inflammation without relation to an infection. The patient was prescribed deflazacort (30mg/day for 1 week, 30 mg each 12 hours during 2 weeks; 30 mg per day during 1 week) and varidasa (1 every 4 hours x 3 days). The patient received their covid-19 vaccine prior to the injections. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03483 ((B)(4)), MDR ID# 3005113652-2021-03478 ((B)(4)), and MDR ID# 3005113652-2021-03484 ((B)(4)). This is the fourth MDR submitted for the third suspected product, juvéderm® volift¿.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "pharynx infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pharynx infection," deemed not device related is considered an unexpected adverse drug experience.